Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the device noted that the balloon material was torn longitudinally at approximately 12mm distal to the proximal transition zone for a distance of 45mm. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous common iliac artery. A mustang 8.0 x 40, 75cm balloon catheter ruptured at 12 atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous common iliac artery. A mustang 8.0 x 40, 75cm balloon catheter ruptured at 12 atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.